Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008, with revision procedures on (B)(6) 2009 and (B)(6) 2009 due to patient allegations of pain, discomfort, soreness, lack of mobility, elevated metal ion levels, and weight gain. Additional information provided by a review of invoice history shows the revision date of (B)(6) 2009, and that cement spacer molds were implanted (B)(6) 2009 suggesting infection. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008, with revision procedures on (B)(6) 2009 and (B)(6) 2009 due to patient allegations of pain, discomfort, soreness, lack of mobility, elevated metal ion levels, and weight gain. Additional information provided by a review of invoice history shows the revision date of (B)(6) 2009, and that cement spacer molds were implanted (B)(6) 2009 suggesting infection. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided by patient medical records indicate the revision on (B)(6) 2009 was due to pain and a loose acetabular component. Revision operative report notes presence of pus, glycocalyx, loose acetabular component, and loose femoral component. All components were removed and replaced with antibiotic spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction." Number 5 states, "periarticular calcification or ossification with or without impediment of joint mobility". Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02782, 02729 / 02731).